Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented into clinic after receiving a patient notifier due to crosstalk. The device was reprogrammed. Patient monitoring will continue.